Manufacturer narrative:
Concomitant: product ID 37603, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostimulator, product ID 3387s-40, lot# va0n0xr, implanted: 2014-(B)(6), product type lead. Product ID 3708660,, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3387s-40, lot# va0n0xr, implanted: 2014-(B)(6), product type lead, product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient saw a second hcp for a second opinion a couple months prior to this report. The second hcp stated the deep brain stimulation (dbs) was causing depression, suicidal thoughts, and weight gain. The second hcp recommended the patient go to the emergency room. The reporter did not know if the patient went to the emergency room and the patient's primary hcp did not believe the issue was related to dbs. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-17702.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up from the patient reported via the manufacturer representative (rep) mentioned weight gain and depression. The patient had gained (B)(6) pounds, but no longer had tremors or dyskinesias since implant. She stated that her scalp felt itchy all over, but this symptom comes and goes. She was admitted to a clinic for depression for one day, but was cleared and fine. She was no longer feeling depressed. The patient received another MRI and the leads were found to be ideally placed. She was receiving benefit from the therapy.